Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. Subsequently, surgical intervention may take place at a later date to address the issue. Device information is unknown at this time.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-01542. Further follow up received identified the patient underwent surgical intervention on (B)(6) 2016 where the scs system was explanted. The patient was implanted with two scs leads. Second lead is added as device 2. Only one lead (unknown which one) is returned to the manufacturer for analysis.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-01542.